Event description:
During follow-up, automatic mode switch (ams) episodes due to myopotential oversensing was observed on the right atrial (ra) lead. Abbott technical support was contacted and confirmed the ams episodes due to myopotential oversensing. Provocative testing was performed and reproduced the myopotential oversensing. Ra lead damage is suspected as the cause, although it was not confirmed. No intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.